Event description:
It was reported that after a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, there was a motion problem with the 0-degree endoscope on universal surgical manipulator (usm) 3 and instruments on usm4. The endoscope had mechanical problems on insertion and rotation that were reset with re-insertion. The usm4 problems of non-intuitive motion had an error 31010 on the sterile adapter. After a system reboot, blue fiber cable clean, new instrument and drape, the system worked properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a problem with the 0-degree endoscope turning on universal surgical manipulator (usm) 3. The issue was resolved with an endoscope exchange. The non-intuitive motion on usm4 was resolved with a new sterile adapter.

Manufacturer narrative:
The reported issue was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer and confirmed a new endoscope resolved the issue. No site visit was conducted. The system was working properly and no additional action was required. Intuitive surgical, inc. (Isi) has received the 0-degree endoscope for evaluation, however, at this time, evaluation has not yet begun. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted post failure analysis evaluation. No images or videos were shared for the event. A review of the log for system (B)(4) on the reported event date was performed. Per logs, the 0-degree endoscope (part # 470056-08 / serial # (B)(4)) was used on (B)(6) 2022 on system (B)(4) for a radical prostatectomy with lymphadenectomy surgical procedure. The endoscope had 1968 uses remaining. The endoscope was used in another subsequent procedure later that day on (B)(6) 2022 on system (B)(4). This complaint is being reported based on the following conclusion: it was alleged that the 0-degree endoscope moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) has received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported problem. The endoscope had error 5640 which stated that check endoscope cable connection/endoscope self-test failed and error 5032 stating that the endoscope had no image in both eyes. The endoscope had damaged attached endoscope adapter (aea) was damaged or had a friction issue. The endoscope had cable integrity visual damage at zone a.

Event description:
Refer to h10/h11 for follow-up information.